Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer either successfully reloaded the cartridge or loaded a new cartridge in order to resolve the issue and resume insulin delivery.